Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for black fm in the gel with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of black fm in the gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered in gel with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: 1 tube in the box with some particles in the gel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered in gel with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: 1 tube in the box with some particles in the gel.